Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump wasn't working. Every day she has to rewind the insulin pump. She had a leak in the infusion set, but when it's not the case the device will prompt to rewind. Customer requested the device to be replaced. Customer's blood glucose was 29 mmol/l. The device is being returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected insulin flow blocked alarm. The insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.